Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not expose. It appeared to be ready to take exposure but there were no error messages when trying to expose. The logs were review and showed an unspecified system message that stated not for exposure when exposure was started and disable exposure. It was cleared by a reboot. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the system would not take any exposures. The site switched the imaging system for a c-arm briefly but a manufacturer representative went on site and the system started to work. The site was able to finish the case with the imaging system. This caused a delay of approximately fifteen minutes and the procedure was completed without the use of the navigation system. There was no reported impact to patient outcome.